Manufacturer narrative:
Patient weight not available from the site. Device lot number, or serial number, unavailable, device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Lot number and device manufacture date provided. The device was returned to the manufacturer for analysis and showed signs of physical damage. The clamp was worn with much discoloration. The adjustment screw head had tool marks around the outside edge. The hex head cutouts were intact and functional. The screw threads had residue within the threads causing some difficulty in adjustment, but the threads were not stripped as reported. The device was still able to be tightened with only mild difficulty. The device was replaced to resolve the issue.

Event description:
A medtronic representative reported that the screw on a spine clamp instrument was stripped. This issue was noticed while setting up for the spinal fusion procedure. No further details regarding the damage, or how it occurred, were provided. The surgeon was able to tighten the clamp and use it during surgery and successfully completed the case using flouronav. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.